Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Clinical study coordinator reported via phone call that subject's insulin pump received failed audio beep test. The customer¿s blood glucose level was 128 mg/dl. The insulin pump will be returned for analysis.